Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the connection between the lead wire and the relay cable was bad. The device was not used.

Manufacturer narrative:
The record is being retracted per receipt of the sample, the product does not belong to bard/bd thus, bard/bd does not have reportability responsibility. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connection between the lead wire and the relay cable was bad. The device was not used.